Event description:
It was reported that the ilet bionic pancreas experienced a temporary unpairing with a dexcom g7 sensor, after which the system automatically re-paired without user assistance and no further action was required. Symptoms included no reported adverse clinical effects. Outcomes included no impact to the user and no medical intervention or hospitalization. Investigation included a review of device pairing functionality and remote troubleshooting assessment. Investigation of this case revealed that the device resumed normal communication and function after transient loss of pairing. It was concluded that the event was non-serious, resolved, and not caused by a device malfunction.